Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a lead revision procedure and was doing well postoperatively. The lead remains implanted.